Event description:
Allergan lap band inserted (B)(6) 2007. Developed severe gerd which was treated with medication. Also developed left shoulder pain. Egd in 2014 revealed esophageal immotility and esophageal dysplasia. Band removed in (B)(6) 2015 with resolution of shoulder pain and reflux. Will need laser ablation of esophagus to destroy precancerous cells and will remain at increased risk of developing esophageal cancer.